Event description:
On (B)(6) 2026, it was reported that this patient on peritoneal dialysis (pd) was receiving antibiotic for peritonitis. There were no reported allegations that the event was caused by fresenius products. Additional follow-up attempts were made to obtain information about this event with the patient¿s pd clinic/pd nurse that were unsuccessful. Therefore, additional information was obtained via follow-up with the patient¿s wife. It was reported that on (B)(6) 2026 the patient was seen in the outpatient pd clinic with symptoms of cloudy pd effluent. It was stated that the had a pd culture obtained (the same day) which revealed an elevated white blood cell (wbc) count (result unknown) and no organism growth. The patient was initiated on antibiotic therapy utilizing vancomycin and ceftazidime intra-peritoneal (ip) for peritonitis. Per the patient¿s wife, the patient is recovering from the event. The patient currently continues pd therapy via manual pd exchanges to administer antibiotic therapy. The patient¿s wife confirmed there is no allegation against product. The patient¿s wife could not identify the cause of the peritonitis, indicating that the patient could not recall a breach in aseptic technique. However, it was confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy most often caused by a breach in aseptic technique during the pd exchange. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event.